Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 2k00644 was manufactured on 26 mar 2022 in the convex 2 pc(wct) manufacturing line, with a total of (B)(4) market units (mkus). On 02 jun 2023, compliance engineer performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom), under system application product (sap) material 1161270 and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. On 02 jun 2023, a complaint search for lot 2k00644 and malfunction code - inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer), was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case was considered an isolated incident. As per complaint manufacturing investigation procedure work instruction (wi), it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified (therefore, considered an isolated incident). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2023-00096 / device 7 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported an issue with nine wafers from one market unit. Consumer reported that she had an ongoing problem with the wafers which occurred so frequently that she was forced to use them and when she used them, she could see that it lacerated the stoma causing bleeding that stopped with pressure without medical intervention. She reported that the mass eroded in that area exposing plastic, and that plastic cut into the stoma. She reported that she could see a linear cut in the stoma, normally from one-eight to one-fourth inch in size. She was unable to specify if bleeding occurred with this box, but stated it was a common occurrence. It was also unclear if this was the best product for the consumer as she reported a fluctuating stoma size. No photo is available at this time.